Event description:
Prior to insertion catheter was checked twice and balloon held air. When deflated it did not lie flat-could not get proper pa pacing. Rn deflated balloon and aspirated blood. Catheter was removed and only a remnant of balloon remained. They pulled remaining stock from their units.

Event description:
Add'l info rec'd from MFR 10/4/02: in follow-up with the hospital, it was indicated that an 8-french introducer was used with the catheter. No pt complications or intervention were reported as a result of this event. The original customer report indicated that the remaining stock of product was pulled from the hospital inventory. However, follow-up with the hospital indicated that the catheters had been returned to hospital stock. No add'l customer reports have been filed by the hospital. Device evaluation: the reported catheter was received by edwards lifesciences and carefully examined by co's qa lab. The latex balloon was found to be torn around the central area, at the catheter tip. The latex appeared baggy at the torn area, however no latex appeard to be missing. The introducer used with the catheter was not returned for examination. Unfortunately, the specific root cause of this balloon damage is not known. This report has been discussed with co's catheter corrective and preventive action team (which is comprised of manufacturing, quality, marketing and regulatory staff). Based on the customer report and co's evaluation of the returned device, this event does not meet the MFR reporting criteria for FDA form 3500a.